Manufacturer narrative:
The customer's architect i2000 scc was replaced. The architect i2000 analyzer was powered up and found to be performing acceptably. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer heard a noise and then observed smoke coming from the architect i2000 scc (system control center). There is no report of observed fire. No injury was reported.